Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited less than 200 ohms impedance and loss of capture at 7.5 v in the lv ring to rv coil configuration. Programming was changed to rv tip to rv coil and the patient would be monitored.